Event description:
It was reported that the pt had some inflammation and possible infection (no cultures were taken to confirm this) at the electrode incision site following implant surgery. The pt was put on antibiotics which cleared the infection. Per the physician, it is likely related to the surgery, but no further interventions are planned as the pt is now doing fine at follow-up. No manipulation or trauma was reported that could have contributed to the event. Manufacturing records were reviewed and the device was sterile when it left the manufacturer.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and the generator prior to distribution.